Manufacturer narrative:
A voluntary medwatch form 3500/3500b was received. Since f10 is not contained on that form, select fields in section f have been populated by the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, false non-sustained ventricular tachycardia (vt) detection, and a fracture. The rv lead remains in use. No patient complications have been reported as a result of this event.